Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture occurred as well as a balloon fragmentation. The physician was attempting to treat a lesion located in the mildly tortuous, totally occluded, previously stented subclavian vein with a 8mm x 8mm ultra-thin diamond balloon. Access was gained through the arterial limb of the pt's fistula. The balloon ruptured at 14 atms after being inflated for 5 seconds. There were no shaft kinks noted on the device. According to the physician, the rupture was caused due to the sharpness of the stent. When the catheter was retracted after it was aspirated, a piece of the balloon fragmented in the body of the fistula. Multiple maneuvers with multiple devices were needed to remove the fragmented balloon piece, eventually the piece was successfully retrieved with a snare. Multiple sutures and manual compression were used to obtain hemostasis at the entry site where abnormal bleeding was found. The abnormal bleeding was due to the balloon piece being bunched up requiring excessive force for removal from the pt, as well as the amount of devices being used breaking the seal of the sheath. The pt tolerated the procedure. The pt was being brought back the following week to have the procedure completed, allowing the access site to heal first.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.